Event description:
The below report was received by health authority ansm (reference number: (B)(4)). This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 42 year-old female patient who had essure inserted (lot no. 772498). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted (intra-uterine). In (B)(6) 2011 she experienced visual impairment ("visual impairment"). On (B)(6) 2014 she experienced arthralgia ("joint pain"), myalgia ("tendino muscle pain"), back pain ("low back pain"), neck pain ("cervical pain"), sciatica ("cruralgia"), dizziness ("dizziness"), tinnitus ("tinnitus"), headache ("headache"), nausea ("nausea"), abdominal pain upper ("stomach pain"), deafness ("hearing loss"), depression ("depression"), anxiety ("anxiety"), peripheral coldness ("cold extremities"), skin warm ("hot extremities"), peripheral swelling ("extremities with swelling"), pain in extremity ("extremities with pain"), hot flush ("hot flushes, cold/hot alternation"), amnesia ("loss of memory"), disturbance in attention ("difficulty concentrating daily"), oropharyngeal pain ("sore throat/ears"), malaise ("permanent physical, emotional and sensory malaise"), fibromyalgia ("feeling like fibromyalgia"), pain ("chronic pain"), asthenia ("permanent asthenia"), apathy ("lack of motivation, total loss of dynamism and endurance") and tendon pain ("tendino pain"). On unknown dates she experienced abdominal pain (seriousness criterion intervention required), nervousness ("nervousness") and fatigue ("chronic fatigue"). Essure treatment was not changed. At the time of the report, the visual impairment, deafness, depression, amnesia, disturbance in attention, malaise, fatigue, pain and asthenia had not resolved. The outcomes for arthralgia, myalgia, back pain, neck pain, sciatica, dizziness, tinnitus, headache, nausea, abdominal pain upper, anxiety, peripheral coldness, skin warm, peripheral swelling, pain in extremity, hot flush, oropharyngeal pain, fibromyalgia, apathy and tendon pain were unknown. No causality assessment was received for essure with regard to abdominal pain, arthralgia, myalgia, back pain, neck pain, sciatica, dizziness, tinnitus, headache, nausea, abdominal pain upper, visual impairment, deafness, depression, anxiety, peripheral coldness, skin warm, peripheral swelling, pain in extremity, hot flush, amnesia, disturbance in attention, oropharyngeal pain, nervousness, malaise, fibromyalgia, fatigue, pain, asthenia, apathy or tendon pain. The reporter commented: period of occurrence were eight years, aiming to strengthen over time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-jun-2022. The most recent information was received on 07-jul-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 42 year-old female patient who had essure inserted (lot no. 772498). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted (intra-uterine). In (B)(6) 2011 she experienced visual impairment ("visual impairment"). On (B)(6) 2014 she experienced arthralgia ("joint pain"), myalgia ("tendino muscle pain"), back pain ("low back pain"), neck pain ("cervical pain"), sciatica ("cruralgia"), dizziness ("dizziness"), tinnitus ("tinnitus"), headache ("headache"), nausea ("nausea"), abdominal pain upper ("stomach pain"), deafness ("hearing loss"), depression ("depression"), anxiety ("anxiety"), peripheral coldness ("cold extremities"), skin warm ("hot extremities"), peripheral swelling ("extremities with swelling"), pain in extremity ("extremities with pain"), hot flush ("hot flushes, cold/hot alternation"), amnesia ("loss of memory"), disturbance in attention ("difficulty concentrating daily"), oropharyngeal pain ("sore throat/ears"), malaise ("permanent physical, emotional and sensory malaise"), fibromyalgia ("feeling like fibromyalgia"), pain ("chronic pain"), asthenia ("permanent asthenia"), apathy ("lack of motivation, total loss of dynamism and endurance") and tendon pain ("tendino pain"). On unknown dates she experienced abdominal pain (seriousness criterion medically important), nervousness ("nervousness"), fatigue ("chronic fatigue") and ear pain ("sore ear"). Essure treatment was not changed. At the time of the report, the visual impairment, deafness, depression, amnesia, disturbance in attention, malaise, fatigue, pain and asthenia had not resolved. The outcomes for arthralgia, myalgia, back pain, neck pain, sciatica, dizziness, tinnitus, headache, nausea, abdominal pain upper, anxiety, peripheral coldness, skin warm, peripheral swelling, pain in extremity, hot flush, oropharyngeal pain, fibromyalgia, apathy, tendon pain and ear pain were unknown. No causality assessment was received for essure with regard to abdominal pain, arthralgia, myalgia, back pain, neck pain, sciatica, dizziness, tinnitus, headache, nausea, abdominal pain upper, visual impairment, deafness, depression, anxiety, peripheral coldness, skin warm, peripheral swelling, pain in extremity, hot flush, amnesia, disturbance in attention, oropharyngeal pain, nervousness, malaise, fibromyalgia, fatigue, pain, asthenia, apathy, tendon pain or ear pain. The reporter commented: period of occurrence were eight years, aiming to strengthen over time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Lot number: 772498. Manufacture date: 2010-08. Expiration date: 2013-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-jul-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-jun-2022. The most recent information was received on 24-jun-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 42 year-old female patient who had essure inserted (lot no. 772498). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted (intra-uterine). In (B)(6) 2011 she experienced visual impairment ("visual impairment"). On (B)(6) 2014 she experienced arthralgia ("joint pain"), myalgia ("tendino muscle pain"), back pain ("low back pain"), neck pain ("cervical pain"), sciatica ("cruralgia"), dizziness ("dizziness"), tinnitus ("tinnitus"), headache ("headache"), nausea ("nausea"), abdominal pain upper ("stomach pain"), deafness ("hearing loss"), depression ("depression"), anxiety ("anxiety"), peripheral coldness ("cold extremities"), skin warm ("hot extremities"), peripheral swelling ("extremities with swelling"), pain in extremity ("extremities with pain"), hot flush ("hot flushes, cold/hot alternation"), amnesia ("loss of memory"), disturbance in attention ("difficulty concentrating daily"), oropharyngeal pain ("sore throat/ears"), malaise ("permanent physical, emotional and sensory malaise"), fibromyalgia ("feeling like fibromyalgia"), pain ("chronic pain"), asthenia ("permanent asthenia"), apathy ("lack of motivation, total loss of dynamism and endurance") and tendon pain ("tendino pain"). On unknown dates she experienced abdominal pain (seriousness criterion intervention required), nervousness ("nervousness"), fatigue ("chronic fatigue") and ear pain ("sore ear"). Essure treatment was not changed. At the time of the report, the visual impairment, deafness, depression, amnesia, disturbance in attention, malaise, fatigue, pain and asthenia had not resolved. The outcomes for arthralgia, myalgia, back pain, neck pain, sciatica, dizziness, tinnitus, headache, nausea, abdominal pain upper, anxiety, peripheral coldness, skin warm, peripheral swelling, pain in extremity, hot flush, oropharyngeal pain, fibromyalgia, apathy, tendon pain and ear pain were unknown. No causality assessment was received for essure with regard to abdominal pain, arthralgia, myalgia, back pain, neck pain, sciatica, dizziness, tinnitus, headache, nausea, abdominal pain upper, visual impairment, deafness, depression, anxiety, peripheral coldness, skin warm, peripheral swelling, pain in extremity, hot flush, amnesia, disturbance in attention, oropharyngeal pain, nervousness, malaise, fibromyalgia, fatigue, pain, asthenia, apathy, tendon pain or ear pain. The reporter commented: period of occurrence were eight years, aiming to strengthen over time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. The following amendment was made: correction due to discrepancy between coding action item and match point coder query::event "sore throat / ear " was split and new event " ear pain" was added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.